Event description:
(B) (4) surgical received a call from a sales rep reporting the following: the surgeon implanted a product labeled as a foundation non-porous tibial baseplate, size 8, ((B) (4), lot 53986069). The surgeon was subsequently unable to implant a foundation ps tibial insert, size 8, ((B) (4)), from either lot 54002462 or 53978097. A tibial insert from (B) (4), lot 54008941, size 6, would fit.